Event description:
The customer reported that the camera was not working and the image went black. The system operates as intended.

Manufacturer narrative:
(B) (4). The ge svc rep checked and verified proper voltages to camera. He also found intermittent ethernet card operation. He replaced the ethernet card and checked operation. The system operates as intended.